Event description:
(B)(6) advised chair has been sitting and now donated to end user. (B)(6) advised left cylinder is leaking oil. (B)(6) advised rubber piece popped out of cylinder. (B)(6) advised springs for arm assemblies are broken on both sides. (B)(6) could not provide any further information.

Manufacturer narrative:
Follow up to be sent if additional information is received.